Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower screen was frozen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after trying to reboot and turning the power switch, the screen remained blue. A technical support specialist dialed into station lg06rh, checked the station, and confirmed it was back to normal, no longer stuck on the bluescreen page. The system functioned as intended after the technical support specialist repaired the device